Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. The device was had cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube window, cracked reservoir tube, cracked case near display window corners, and stained end cap sticker noted.

Event description:
Customer reported via phone call, she was changing her set because it had run out of insulin in the morning. The device started to alarm compromised force sensor system, then it reset and counted up to seven. Customer's blood glucose was 234 mg/dl. Troubleshooting performed and customer stated she wasn't sure if she pressed the drive support cap while she was disconnected but it seemed normal. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.